Event description:
New information on (B)(6) 2018 stated that the patient presented in clinic for follow up. Upon review, both implantable cardioverter defibrillator and right ventricular leads were programmed off. It was noted that device and the lead were not reprogrammable and the patient was referred for system replacement. Both leads and the device were explanted. Upon attempted implant of new products, the patient blood pressure dropped and determined the patient had a torn superior vena cava. Sternotomy was attempted to repair the tissue but was unsuccessful. The patient expired on the table.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the right ventricular lead exhibited noise.

Manufacturer narrative:
The reported event of noise and low defibrillation impedance was confirmed. Analysis found multiple internal insulation abrasions. An internal abrasion was noted at 6.7 cm to 8.6 cm from the distal tip breaching the ring electrode ¿ re lumen. Internal abrasion was noted at 12.4 to 16.6 cm from the distal tip breaching the rv lumen. One cable was noted to be abraded. Internal abrasion was noted at 26.3 cm to 26.4 m from the distal tip breaching the ring electrode and superior vena cava lumens, the etfe cable coating and inner lumen were intact. Internal abrasion underneath the proximal end of the rv shock coil was noted at 6.5 to 6.7 cm from the distal tip breaching the re lumen. One etfe cable coating was abraded internal abrasion underneath the svc shock coil was noted at 17.4 to 17.5 cm from the distal tip breaching the rv lumen. The etfe cable coating and the inner lumen were intact. The etfe cable coating was abraded at 17.4 cm from the distal tip. Internal abrasion underneath the svc shock coil was noted at 24.9 to 25.0 cm from the distal tip breaching the rv lumen. The etfe cable coating and inner lumen were intact. Internal abrasion underneath the svc shock coil was noted at 20.8 to 21.4 cm from the distal tip breaching the svc lumen. The etfe cable coating and inner lumen were intact. The reported event of noise and low defibrillation impedance was isolated to the two abrasions found under the right ventricular and superior vena cava shock coils.

Manufacturer narrative:
Correction: date of explant: (B)(6) 2018. Explant mentioned was not included in the previous report follow-up number 1 and should have been.

Manufacturer narrative:
Correction: missing date of death and date of explant.

Event description:
It was reported that the patient presented in clinic for routine device check, low lead impedance, ocd (over current detection), and sosd (shorted output stage detection), also noted "34 counts of possible high voltage circuit damage" and that "hv charging would be interrupted shortly after it began in egm recordings". No additional information was available.